Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead was exhibiting loss of capture and a high out of range pacing impedance measurement of greater than 2000 ohms. High threshold measurements were also observed and the physician believed the lv lead may be fractured. The patient reported being symptomatic due to a lack of bi-ventricular pacing. Surgical intervention was performed and the lv lead was explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.